Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low battery alarm. Customer¿s blood glucose level was 590 mg/dl at the time of incident current blood glucose level was 150 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Troubleshooting was declined for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.